Manufacturer narrative:
Corrected: section d4: this information updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned part was confirmed to be an inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp by using the radiographic template. No defects or abnormalities were observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate, and after 2 months, the patient removed the implant by hand with no discomfort. There was no harm caused to the patient. No patient's ethnicity, race, and weight were provided. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that failure to osseointegrate occurs in 2 to 10% of cases and is considered an inherent risk in implant surgery. Although the root cause for the failed implant is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported the patient had implant failure to osseointegrate. After 2 months, the patient was able to remove the implant by hand without any discomfort. There was general bone loss and granulated tissue around the implant. Patient had bone type I, and no pre-existing conditions were given.